Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause. Analysis found the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. Other relevant device(s) are: product ID: 9733467, version (B)(4). A system checkout was not completed as it was determined the issue was caused user error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the surgeon had difficulties and aborted navigation. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome. After further conversation with a manufacturer representative, it was discovered the surgeon did not realize she could not trace on anatomy that was cut out of the scan. It was noted the archive was no longer available on the system.